Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of above 484 mg/dl. Customer stated reason for hospitalization was basal was running. Customer stated insulin pump had multiple pump errors. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 2 days. No a21 alarm, a17 alarm or a47 alarm noted during testing. Device uploaded properly using carelink. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.